Manufacturer narrative:
The reported event of ¿burn at the grounding pad site¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. Additionally, it was indicated in the attached assessment questionnaire response that the pad site was not prepped prior to pad placement on the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.) In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 400-2100, was being used on (B)(6) 2021 during a septoplasty, bilateral turbinate modification procedure and ¿we had a burn at the grounding pad site. Grounding pad was placed correctly and it was making perfect skin contact.¿ after further assessment it was found, there was no preparation to the skin and the grounding pad was placed on right anterior thigh. The procedure was completed and there was no delay to the surgery. The (B)(6) year old, male patient sustained a second degree burn and was reported as stable. A topical antibiotic cream was applied to the burn. Patient was seen by md during post op visit a week later and site has a scab and is healing well. This report is being raised on the basis injury due to 2nd degree burn sustained by the patient.